Event description:
It was reported that the device began coming apart. The 85% stenosed target lesion was located in the mildly calcified left circumflex coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When the physician was introducing the catheter for an additional run, it was noted that although the device remained intact, it was unraveling at the distal portion. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the device began coming apart. The 85% stenosed target lesion was located in the mildly calcified left circumflex coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When the physician was introducing the catheter for an additional run, it was noted that although the device remained intact, it was unraveling at the distal portion. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Visual inspection of the returned device revealed a kink in the sheath assembly and that the device was returned without the imaging window which had detached from the lapjoint section. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the rotator and imagine core assembly were pulled out from the hub. Ic windup began about 19.00cm from the distal end of the connector shaft. Impedance test shows an electrical open at proximal wave form. Microscopic inspection did not reveal any damage consistent with saline exposure post-use of the device.